Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: a video of an unknown burette set was received by the customer for investigation. Upon inspection, it could be observed that the set was leaking at the outlet of the drip chamber. No other defects were observed. The customer's complaint of leakage from pediatric burette tubing was verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: it was reported that leaking has been observed from the gravity burette set and that most recently a leak from the tubing was observed.